Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-25 lead, implanted: (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance, oversensing, no capture, and was confirmed to have fractured. The rv lead was explanted and replaced. During the rv lead replacement procedure, the physician had difficulty engaging the set screw. Upon removal of the grommet the set screw came "flying out". The set screw was placed back into the port however the physician did not want to risk a future set screw issue, therefore the implantable pulse generator (ipg) was also replaced. It was also reported that an x-ray of the system header was examined and no set screw issue was seen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. The analyst noted that the returned device indicated a set screw with a rounded socket. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.